Manufacturer narrative:
Pump received with normal operating currents. No unexpected low battery alarm noted. Pump unable to prime during prime/delivery test due to faulty force sensor resistor. Pump received with stripped battery cap coin slot, minor scratched display window, cracked reservoir tube lip.

Event description:
Customer reported via phone call of not being able to remove battery cap. Customer reported that battery was draining quickly and when infusion set and battery was changed, customer turned the battery cap in the wrong direction and was not able to remove battery cap with coin or screw driver. Customer's blood glucose was 240 mg/dl. Customer was advised that insulin pump would need to be replaced.